Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced battery failed alarm. The customer reported no adverse event. The event involved product(s) mmt-1884. Customer called back after receiving a repl batt cap. Customer continued to experience battery failed alarms after inserting a new battery with the new batt cap. Troubleshooting was performed and issue was unresolved. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
The thump was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review in the pump history found: low battery alarms on 09/25/2024 at 12:45:00.000 and 10/02/2024 at 01:57:00.000. Power loss alarm on 10/02/2024 at 02:11:29.000 and 02:11:37.000. Multiple failed batt/battery failed alarm on 10/02/2024 from 01:57:11.000 until 02:00:36.000, 10/03/2024 19:00:52.000, 19:01:17.000 and 19:01:53.000. Pump passed self test and active current measurement. No battery failed alarm or blank display during testing. However, pump received with a high sleep current measurement. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor, internal battery and vibrator assembly noted. Swapping out test boards confirms high sleep current measurement is isolated to pcba 2. The test p-cap locks properly in place in the reservoir compartment noted. Pump received with missing display window cover, cracked case corner of the belt clip rails near the battery compartment and cracked battery tube threads identified during the visual inspection. Customer alleged for blank display was not confirmed. However, low battery alarm, battery failed alarm, power loss alarm confirmed in the pump history and high sleep current measurement, problem isolated to the pcba 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.